Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that they have another defective secondary tubing. Secondary (green cap hookup for hazardous drugs) started leaking after being hooked up to primary line.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of secondary line leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that they have another defective secondary tubing. Secondary (green cap hookup for hazardous drugs) started leaking after being hooked up to primary line. Rcc received a complaint via email. We have another defective secondary tubing. Secondary (green cap hookup for hazardous drugs) started leaking after being hooked up to primary line. This was noticed during priming and was with d5w bag. Did not reach patient as leak was caught prior to hemotherapy being administered.